Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was at the dentist, on (B)(6) 2012, for x-ray of her teeth, and when the dentist "flipped the switch", patient reports she "felt it in my head". Stimulation turns itself off, which is usually more than once per day. The patient would feel headaches when the ins is off. The patient had leads implanted in her head. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model # 37743 lot # nke136170n; lead model # 377775 lot # v007920 implanted: (B)(6) 2008 explanted: unknown; lead model # 377775 lot # v012067 implanted: (B)(6) 2008 explanted unknown; recharger model # 37752 lot # nka111115n.